Manufacturer narrative:
If implanted, give date: not applicable, as lens had patient contact but was not implanted. If explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient¿s capsule broke and remaining cataract fell behind chamber. There was patient contact reported with the lens. Reportedly there was no error due to product. No further information provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/10/2018. Device returned to manufacturer ¿ yes. The intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was inspected by a qualified inspector using a 12x magnification, shows no abnormality found on the returned lens. Both lens haptic were observed in good condition. The customer''s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.